Manufacturer narrative:
The information provided on this form was previously submitted under manufacturing report number 0002648920-2016-00016-1. This report will be amended when our investigation is complete.

Event description:
It was reported that the patient is experiencing dislocation of the implant with it popping out of place and a case of extreme skin irritation.